Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited increased capture thresholds. The pulse generator was temporarily programmed from ddd to vvi pending a chest x-ray. The lead would be monitored.